Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional. Missing device manufacture date. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the site was getting ready for a second case, after a successful first case, and the emitter and axiem were showing red and disconnected with a red "x" over the emitter icon. Rebooting the system resolved the issue. No patient present.